Event description:
During placement of double j ureteral stent broke into two pieces. Surgeon aware. Stent left in place for 4 weeks on purpose. Surgeon was able to remove stent in its entirety one month later. No harm to patient.